Manufacturer narrative:
(B)(4). The customer information was not included on the published literature. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Covidien marketing personnel received a clinical study that contained information that a patient received skin burns from a microwave ablation system. The study did not include other details regarding incident, including the degree of burn, the treatment of burn or the devices used during the procedure.